Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had been experiencing high blood glucose levels for two days. Blood glucose level at the time of the incident was 400 mg/dl. Caller stated that this may be due to an issue with the infusion sets. Blood glucose level at the time of the incident was 289 mg/dl. The insulin pump was not replaced or returned for analysis.